Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd¿ sedi-40 instrument blood collection tube mixes properly but it does not analyze esr. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd sedi-40 instrument blood collection tube mixes properly but it does not analyze esr. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the fault was attributed to a loose screw, which subsequently was repaired. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, a loose screw in the instrument was identified as the issue and repaired. The root cause was determined to be a loose screw, although it is unknown how the component had loosened.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the fault was attributed to a loose screw, which subsequently was repaired. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, a loose screw in the instrument was identified as the issue and repaired. The root cause was determined to be a loose screw, although it is unknown how the component had loosened.

Event description:
It was reported that the bd sedi-40 instrument blood collection tube mixes properly but it does not analyze esr. Found during use. No reports of serious injury or medical intervention noted.